Event description:
Multiple reports involving the same product with the same issue from the same facility. The support rod of the budde halo was reported to have damage to the locking mechanism. The unit was not in contact with a patient and there was no injury however the surgery was delayed for 15 minutes.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.